Event description:
A 30mm amplatzer septal occluder (aso) was attempted; however, the defect was mis-sized and the aso was determined to be too small. A 34mm aso was implanted but several hours later the device embolized to the right atrium and was percutaneously snared. The patient was reported to be stable and was referred for surgical closure of the defect.

Manufacturer narrative:
The 34mm aso was returned to sjm and decontaminated. The occluder was grossly and microscopically examined and no anomalies were found. It met dimensional specifications when measured with a calibrated caliper. The aso was loaded into a test loader, deployed and retracted without difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the product tested functional during analysis and review of the device history record confirmed the product met manufacturing requirements prior to shipment. The cause of the reported event remains unknown.